Manufacturer narrative:
The reported event of catheter insertion difficulty could not be confirmed. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when the returned dilator was inserted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported insertion difficulty and additional access site remains unknown.

Event description:
During the procedure, it was difficult to insert the catheter into the sheath. The sheath was replaced and an additional access site was required during replacement. The procedure was completed with no adverse consequences to the patient.